Event description:
It was reported that the sys locked up and pt images were missing. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The main power supply was replaced. The sys was then found to be operating as intended.